Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient underwent a heart transplant. Whether the outcome was device or therapy related was not provided.

Event description:
It was additionally reported that the patient's therapeutic indication was bridge to transplant, and they waited on the transplanted list for slightly more than 2 years. An organ donor became available, and the transplant was performed. There were no patient clinical conditions or device malfunctions related to the left ventricular assist device (lvad).

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial (B)(6), reported or identified through this evaluation. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The current revisions of the IFU can be found on the eifu page of the abbott website. The heartmate 3 lvas IFU rev. B is currently available. Although no device related issues were reported by the account, the IFU lists potential adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.